Event description:
The contact stated the customer tested his blood glucose and received a reading in the 40's (mg/dl). He retested immediately and received a reading around 300 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. The strips are to be returned for eval, and replacement strips will be sent.